Event description:
The patient had contacted lifescan and reported that their fast tke meter was not powering on. Medical affairs specialist (mas) called and left a message for the patient, however, there was no response back. A letter will be sent to the address provided, to obtain more clinical information. During troubleshooting, it was verified that the patient was using the correct test strips. The patient was asked to press the power button, but the meter did not turn on. The batteries were checked and were installed correctly. They were last replaced less than a year ago. The condition of the battery contacts was also good. The last time the patient was able to test on the meter was 12 days ago. A result of 658 mg/dl was also reported as a test done on a bayer meter. The patient was taken to the hospital and admitted there. There is no further information regrding the hospital visit. It is unknown if the result provided was from patient's backup meter or the hospital meter. It is also unknown if the patient had attempted to test on the meter prior to being taken to the hospital. Based on the information provided, there is indication that the product has malfunctioned and that it meets the criteria for a medical device reportable. The patient was sent a replacement meter.